Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, the physician experienced difficulty with advancing the sheath/dilator over the guidewire. The sheath/dilator eventually got stuck and the wire was unable to be pulled back out. The issue was resolved by removing the devices from the patient altogether and completing the procedure with another kit, different device (same model). No patient complications reported. The product is expect to return for analysis.

Manufacturer narrative:
The device has been received and is awaiting analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, the physician experienced difficulty with advancing the sheath/dilator over the guidewire. The sheath/dilator eventually got stuck and the wire was unable to be pulled back out. The physician noted that the dilator was reshaped prior to being used. The issue was resolved by removing the devices from the patient altogether and completing the procedure with another kit, different device (same model). No patient complications reported. The product is expect to return for analysis. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Manufacturer narrative:
This supplemental MDR is to report the investigation results (MDR aware date 26 oct 2023). The device was returned for analysis. The mechanical guidewire was returned with visible kinks (not fractured), and it was stuck together with the versacross dilator. The mgw exhibited stacked coil at the distal end, and it presents multiple sections of coating loss. The versacross dilator tip lumen's material is taken off from excessive interaction with the mgw passage. The hypotube lumen inner diameter of the versacross dilator exhibits apparent area of smoothening indicative of excessive friction with the mgw. Also, the field b5 (describe event or problem) was updated.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, the physician experienced difficulty with advancing the sheath/dilator over the guidewire. The sheath/dilator eventually got stuck and the wire was unable to be pulled back out. The physician noted that the dilator was reshaped prior to being used. The issue was resolved by removing the devices from the patient altogether and completing the procedure with another kit, different device (same model). No patient complications reported. The product is expect to return for analysis.

Manufacturer narrative:
The device has been received and is awaiting analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. 22sep2023: gfe response received - it has further been mentioned that the dilator was reshaped prior to being used.